Event description:
A hospital in (B)(6) reported via a distributor that they received an rt105 adult inspiratory-heated breathing circuit was not heating. The hospital reported that the circuit was being used in a set-up which included a drager evita ventilator, which sounded a heater wire alarm. The hospital reported that there were no patient consequences associated with the open circuit heater wire.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tube of the returned breathing circuit was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire is open circuit. A lot check revealed one (1) other complaint of this nature for lot number 090210. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).